Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that customer's adc blood glucose meter intermittently displays "pc" when the meter is not connected to a data cord. Caller further reported that on (B)(6), 2014 customer became unresponsive due to a loss of consciousness. Customer's mother administered a glucagon injection and noted "it took a while to get her back". There was no report of death or permanent injury associated with this event.